Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 20 mg/dl was entered into the pump by the user on (B)(6) 2019 at 2:14:57 pm. Blood glucose (bg) of 43 mg/dl was recorded by continuous glucose monitor (cgm) on (B)(6) 2019 at 3:30:06 am. Blood glucose (bg) of 45 mg/dl was recorded by continuous glucose monitor (cgm) on (B)(6) 2019 at 3:35:02 am. A tubing fill of size 11.3 units was observed on (B)(6) 2019. User made bolus requests without entering current bg and while still having insulin on board (iob). If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. It is possible the user¿s personal profile settings need adjustment. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuing low blood glucose (bg) between 36-38 mg/dl; cause was unknown. Snacks were consumed to treat bg levels. Recommendation was made to consult with healthcare provider regarding diabetes management.